Manufacturer narrative:
Based on the customer report, the supplied images and the report from the fire department we conclude that the root cause is that the internal lithium-ion battery was penetred by a 30mm screw during the cart mounting process. The product risk evaluation for aview 2 advance was reviewed and it was identified that the issue is not currently covered. A CAPA (ca-000810) was initiated to futher assesses and document the issue.

Event description:
An aview 2 advance (405011000) was mounted on an acart compact (ku.9713.800) using the vesa mounting, when the av2a caught on fire. The customer was mounting an aview 2 advance to an acart with a vesa mount from the mounting kit being delivered with the acart. According to customer the av2a started to spark and caught fire evolving to a "fireball" when the last screw was mounted. No patient or user was harmed.